Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records and radiographs provided. Review of the available records identified the following: patient experienced a dislocation and underwent closed reduction in the ER. Mild elevation of chromium & cobalt levels . Fluid tinged w/slight metal color. Trunnion did have some mild wear. Debrided synovitis or metallosed tissue. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04808, 0001825034 - 2019 - 04807, 0001825034 - 2019 - 05731 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient had a right tha. Subsequently, the patient had suffered a dislocation and went to the ER where she underwent a closed reduction approximately 11 years later. Approximately 2 months later, patient underwent a revision due to dislocation where the head was removed and replaced. Surgeon noted mild elevated metal ions, tissue damage and wear of the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04808.

Event description:
It was reported a patient had a right tha. Subsequently, the patient had suffered a dislocation and went to the ER where she underwent a closed reduction approximately 11 years later. Patient also requested a recall check of the m2a hip, but could not provide part and lot information. Attempts have been made and additional information on the reported event is unavailable at this time.